Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an error code 200f from two different programmers. The device was unable to be interrogated and displayed an out of range telemetry message. No magnet tones were elicited. It was also reported that when the patient was last seen number of months ago, the battery voltage had dropped considerably.